Event description:
The pt's family member contacted lifescan and reported that the pt's one touch ultrasoft penlett (lancing device) was damaged and that emergency services were called. Medical affairs specialist called and spoke with the reporter, who provided additional info. The threads on the pt's lancing device cap was reported to be stripped/damaged for about a week. The cap kept "falling off now and then" and it was hard for the pt to collect the blood sample to test on their meter sometimes. When inquired if any trauma had occurred to the device or if the device had beeen dropped, the pt's family member responded by saying "I don't know..". Couple of days back, the pt was not feeling good and "was displaying low blood glucose symptoms" (exact symptoms not provided) according to family member. They had attempted to test them, but the cap on the lancing device would not stay on and they were not able to collect a sample. The pt started experiencing seizures and they called the paramedics. They were advised to give them a glucagon shot prior to the paramedics arriving. By the time the paramedics arrived, the pt was "feeling better and their blood glucose level was not tested by the paramedics. They were also not taken to the hosp. Based on the info provided, there is an indication that the product has malfunctioned (threads on lancing device cap stripped/damaged) and it meets the criteria for a medical device reportable. Although the pt was experiencing symptoms prior to the family member attempting unsuccessfully to collect the blood sample to test on their meter, their symptoms worsened while they were unable to test them. The family member could have used a lancet to obtain a sample of blood, nevertheless the lancing device failed to function when it was reasonably expected to. Therefore, this case is reported as an adverse event since the malfunction of the lancing device may have contributed to the pt's injury (seizures). A replacement lancing device was sent to the pt.